Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high impedance was noted on the pacing lead. It was suspected this may be due to a biological problem or calcification. At the physician's judgement the lead remains in use. No patient complications have been reported as a result of this event.